Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis cannot be performed as the customer did not return either device. Method: no testing methods performed.

Event description:
It was reported that, "when the stimulator was used it produced inconsistent results. When [the user] would stimulate the nerve some times it would deliver stimulus and sometimes no potential." There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.